Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. A correction bolus was administered via the pump, and customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, and was discharged 8 hours later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and educated the customer on insulin labeling.